Event description:
During a hip scope labaral repair using the direct view autoclavable hd optical design arthroscope, it was reported once the surgeon had finished the operation he x-rayed the patient and found that there was a fragment from the scope had broken off inside the joint. It took three hours to retrieve the piece. There were no reported patient injuries or complications.

Manufacturer narrative:
Device evaluation: an evaluation was performed on the returned product and could confirm the customer complaint for a piece missing from the scope. The evaluation shows the distal tip wedge is missing. This was caused by contact to the distal tip. There are no manufacturing related defects with this scope. This damage is considered to be customer related. No further investigation is required. (B)(4).